Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an auto-off alarm. There was no impact to the customer's blood glucose level. Tandem technical support confirmed with customer that there had been no interaction with the pump for over 12 hours through review of pump data. Customer resumed insulin delivery successfully.